Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that the customer was taken to emergency room due to unknown reason on an unknown date. The customer¿s blood glucose level was 154 mg/dl at the time of incident. Customer wanted assistance to reprogram the new insulin pump that they received. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
.It was reported that the customer visited to emergency unit at hospital due to hyperglycemia, on september 28, 2019 with blood glucose level of 490 mg/dl at time of incident and treated with 8 units of insulin with a manual injection at hospital. Customer was unable to complete carelink upload. The devices will not be returned for analysis. It was reported via phone call that the weight has been changed to (B)(6).